Event description:
During maintenance a crimped fluidic line was detected. This type of malfunction could cause biased results to be reported on an assay that may influence physician action. There was no report of pt harm as a result of this event.